Event description:
It was reported, the camera head's vision shifted by 90 degrees. The issue occurred during an unspecified procedure, which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned to olympus. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The MDR supplemental report is being submitted to provide updated fields and final investigation results. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head's vision shifted by 90 degrees resulting in image problem and poor quality of image. The issue occurred during an unspecified procedure, which was completed using the same set of equipment. There were no reports of patient harm.